Event description:
The patient underwent a pump exchange on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed and pump stop events. Although a specific cause for these events could not be conclusively determined through this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. Additionally, damage to the outer jacket of the patient¿s driveline could not be confirmed as no product was returned for evaluation and no images were provided by the account for review. The submitted log file contained data from 9:07:47 on (B)(6) 2021 through 18:07:42 on (B)(6)2021, per the timestamps. The pump¿s fixed speed was set to 9200 rpm with a low speed limit of 8800 rpm. On (B)(6) 2021, several low speed events were captured which resulted in multiple pump stops while the patient was connected to the power module. A total of 11 motor stopped alarms were captured during the pump stop events, and the abnormal pump operation was associated with low speed hazard, low flow hazard, and low speed operation alarms. These events were also associated with elevated power values ranging from 8.1-13.8 watts, as well as pi events. Additionally, 5 driveline disconnected alarms were captured during the pump stop events. It should be noted that a short-to-shield event can trigger the driveline disconnect alarm on the pocket controller software version 7.23. An update has been provided to future software versions. Excluding the low speed and pump stop events, the pump operated at or above the low speed limit. Despite the observed events, the pump appeared to function as intended. The account reported that the patient was admitted with left ventricular assist device (lvad) alarms and was unresponsive. It was noted that the patient had tape along the driveline and had been cutting the tape when the vad alarmed. The patient was placed on an ungrounded cable. Information later received stated that the patient underwent an hmii pump exchange on (B)(6) 2021. The driveline had several areas of damage externally, but no obvious internal damage was visible during explant. The hospital stated that they would send the pump back after internal pathology had looked at it. Multiple attempts were made to obtain additional information regarding the pump¿s return status; however, no further information was provided by the account and the pump has not been returned to date. If heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), is returned at a later date, this investigation may be reopened to include the evaluation of the device. The heartmate ii lvas IFU and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents also outline indications of driveline wire damage as well as how to respond to such events and explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference numbers: 2916596-2021-01433, 2916596-2021-01935. It was reported that the patient was admitted with lvad alarms and was unresponsive. The patient had tape along his driveline and was cutting the tape when the lvad alarmed. The only symptom the patient later complained of was that they felt something in their chest at the time of the event. Upon interrogation there was a pump off event at 17:10-17:11. The patient was on an ungrounded cable and an x-rays showed some area of concern. Upon review of the log files by technical services, pump stops were confirmed when the patient was attached to the power module. The pump stopped 5 times and a few of the times it remained off and recorded 2 to 3 times each. This may have been due to issues with the percutaneous lead. The lead was being manipulated during at least one of the pump stops. There were also power and flow elevations seen with pulsatility index (pi) events. A pump exchange was planned for (B)(6) 2021. The log files also showed no external power events while connected to the mobile power unit and also on the controller from both power cables being disconnected during power source changes.